Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an acl procedure, a biosure screw broke in half and part of it was left inside the patient. Procedure got finished without any delay with a back-up device. No further complications were reported.

Manufacturer narrative:
H2: additional information ¿h6: health effect - clinical code¿. H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution.¿ a complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. ¿this case reports that the biosure screw broke during the procedure and a piece was left in the patient. No clinically relevant supporting documentation was provided for inclusion in this medical investigation. Based on the limited information provided the clinical root cause could not be definitely concluded. The device IFU does note that ¿excessive force should not be placed on the screw, bone, or delivery instruments.¿ the biosure screw is made of a biocomposite material which is intended for implantation to allow for bone ingrowth. It is unknown if the piece of biosure screw will migrate and there is potential risk for tissue inflammation and/or pain. No further clinical/medical assessment is warranted at this time. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.¿ no containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.